Event description:
A surgeon reported that a memory lens (u940a) iol implanted in the right eye of a patient on 1999 has been explanted & replaced due to opacification in 2005. A vitreous aspiration was also performed secondary to iol removal. Prognosis is good & condition is stable.